Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported issue. Physio replaced the system controller, user interface and therapy pcb's to observe proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device had boot-up issues and logged several fault codes in the memory. There was no report of pt involvement with incident.